Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient's spouse reported that the patient's drain fluid appeared cloudy. Follow up with the patient's peritoneal dialysis nurse (pdrn) indicated that the patient was diagnosed with peritonitis. Patient was not hospitalized and was treated with vancomycin. Peritonitis was attributed to the patient not following aseptic technique when performing peritoneal dialysis treatments. Medical records have been requested.

Manufacturer narrative:
Additional information: there is no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the aseptic pathway of pd therapy and peritonitis.

Event description:
Based on the 2 pages of medical records information, it appears that this is a (B)(6) male esrd patient on continuous cycling peritoneal dialysis (ccpd) therapy being carried out daily through delflex via intraperitoneal (ip) route with dose regimen not reported, that started dialysis therapy on (B)(6) 2015. On (B)(6) 2016, the patient presented to their pd clinic with cloudy effluent, pd fluid was cultured, was diagnosed with peritonitis, and was prescribed vancomycin; dose regimen and route not reported. The pd effluent collected showed staphylococcus epidermidis being the isolated organism. The patient's pd nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment. As of (B)(6) 2016, it is unknown if the event of peritonitis has resolved, it is unknown if the patient completed their prescribed antimicrobial therapy, and it is unknown if the patient continues ccpd therapy.